Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 6331804, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 60 mmh2o. The valve was visually inspected, no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve functions. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted via ventriculoperitoneal (vp) shunt, on unknown date with unknown setting due to congenital hydrocephalus and myelomeningocele. Due to suspicion of obstruction, the valve was removed and replaced on (B)(6) 2024. According to information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction. It is also unknown how the valve obstruction was discovered.